Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had placed a impella cp pump to support a patient admitted in with a acute myocardial infarction and cardiogenic shock. The pump was placed and allowed for percutaneous coronary intervention. The pump was supporting when after 3 days the pump was explanted to allow for care escalation to the 5.5 pump. After the explant there was an observation made of limb ischemia. Due to the lack of flow down the limb, which was treated by angioplasty/thrombectomy. The patient is now supported by the 5.5 pump.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.